Manufacturer narrative:
There is no indication service was dispatched for this event. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for add'l reportable events. All related medwatch reports: 2122870-2011-05164, 05166, 05167.

Event description:
The affiliate reported the customer alleged false (B)(6) toxoplasma gondii antibody (igg) results, for two pts, involving access 2 immunoassay system. This is report number two of four. Subsequent reference laboratory testing produced (B)(4) results. The erroneous results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event.